Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was hard to squeeze and had flipped upside down in the scrotum, causing discomfort. The patient stated he was unable to fully inflate the cylinders. The physician confirmed that the pump was difficult to operate, had flipped upside down in the scrotum, and suspected that the tubing was too long. As a result, the pump was explanted and replaced. No additional information has been provided.